Manufacturer narrative:
One healicoil pk 4.5mm device used for treatment, was returned for evaluation. There was a relationship between the reported event and the device. The complaint stated: ¿the anchor broke from the inserter when being screwed into the patient bone.¿ the anchor and sutures were returned assembled to the insertion device tip but the tip had been fractured from the rest of the shaft. Threads are intact. There is one pinch mark on the third thread. The distal tip and shaft joining has remains of weld splash. There is distortion and damage at the location that appear to be grasp marks from an instrument. Per instructions for use: ¿if more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the drill bit size and depth are correct.¿ documentation review, visual and investigative actions were completed. The device met manufacturing specifications upon release to distribution. No root cause related to the manufacture of this device was confirmed.

Event description:
It was reported that, during a shoulder arthroscopy, the anchor broke from the inserter when being screwed into the patient bone. A back-up device was used, in the same bone hole, to complete the procedure successfully. The surgery was not delayed. The patient was not injured.